Manufacturer narrative:
(B)(4). Two (2) used samples were returned in conjunction with this complaint. Both sets were noted to be attached to several other manufactures devices such as onguard adaptors and carefusion syringe sets. Both returned samples were functionally tested for leakage per specification with failing results. The samples were found to be leaking from the distal caresite valves evaluated part (B)(4). One caresite leakage was due to a lack in the threads of the port. The second caresite leakage was due to damage to the piston of the valve. Although the defect of leakage was confirmed on both caresite valves, since the sets were used in conjunction with several other manufactures devices, the exact root cause of the crack and damage to the piston was not able to be determined at this time. However, the defect does not appear to be related to any b. Braun manufacturing processes for the valves. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Event description:
As reported by the user facility: event 1: tubing leaking during chemotherapy. Nurse was running methotrexate on pediatric oncology floor and set (B)(4) was observed to be leaking.